Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer received information from third party service center during the device evaluation, that the corrosion on metallic surfaces. There was no patient harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected, the corrosion on metallic surfaces. Additionally, contamination of dust/dirt was found on the inside of the device. No evidence of foam degradation was observed. The unit was scrapped.

Manufacturer narrative:
The manufacturer previously reported this complaint due to corrosion on metallic surfaces which was deemed reportable earlier, but after further investigation this incident has been deemed not reportable due to the corrosion found on metallic surfaces only.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.